Manufacturer narrative:
The insulin pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and severely scratched display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. Customer¿s blood glucose is 119 mg/dl. Customer reported crack on battery compartment scratches on the screen. Customer reported that the crack on the screen got worse this weekend. The insulin pump will be returned for analysis.